Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous mid circumflex (cx) artery. Resistance was met during removal of the protective sheath from the 3.0x15mm nc trek balloon dilatation catheter (bdc); however, the protective sheath was removed and the bdc was successfully used to pre-dilatation the lesion. A 3.0x28mm implant was successfully deployed. The same 3.0x15mm nc trek bdc was re-advanced for post-dilatation; however, the balloon did not inflate properly and a hole was noted in the balloon. The bdc was removed without reported issue. A new 3.0x15mm nc trek bdc was used to successfully post-dilatate the lesion and the procedure was successfully completed. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.